Manufacturer narrative:
Summary of event: a representative of (B)(6) hospital informed cook on 21jul2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-045065-udh) from lot # 14775524. It was reported that the basket could not be opened during a laparoscopic choledocholithotomy and lithotomy procedure on (B)(6) 2023. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A search of the device history record found no related non-conformances reported for lot 14775524. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot 14775524. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU [t _ ntse_ rev1] did not provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the specific nature and cause of the reported issue could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer street = (B)(6). E3: occupation = unknown. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a laparoscopic choledocholithotomy the user found that the basket of an 'ncircle tipless stone extractor' would not open while trying to remove a stone. The user changed to another 'ncircle tipless stone extractor' to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.